Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 525 mg/dl. Customer was treating high blood glucose with manual injection, but blood glucose continued to rise. Customer had symptom of nausea and congestion. Customer's emergency room visit was due to high blood glucose. Customer was treated with IV insulin drip. Customer was not wearing insulin pump for about an hour at the time of emergency room visit. Customer declined troubleshooting, stating that high blood glucose was due to hot weather.